Event description:
Caller reported a malfunction on the pump but did not experience any notable events prior. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. It was advised that the customer could continue using the pump and should contact technical support if the malfunction reoccurs.